Event description:
It was reported that bd syringe 20ml ls ns had a broken plunger rod. The following information was provided by the initial reporter: "complaint: syringe was found to have a broken plunger head."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation two photos received for investigation, upon visual inspection it can be seen the plunger of the 20ls syringe is broken at the thumb press. A device history review was performed for lot 2001351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is due to a damage or hit on plunger during manufacturing process or transport as the broken piece is inside the blister. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness. A project was initiated to reduce this failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.